Event description:
It was reported that shaft break occurred. A 2.75x16mm promus premier¿ stent delivery system (sds) was selected and advanced to treat the lesion; however, it was noted that the shaft of the device separated about 20 to 30 cm from the hub. Everything was removed from the patient¿s body. The procedure was completed with a different device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. A visual and microscopic examination found no issue with the profile of the stent. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A break was identified in the hypotube 444mm distal to the strain relief. The hypotube was kinked adjacent to both break sites. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.75x16mm promus premier¿ stent delivery system (sds) was selected and advanced to treat the lesion; however, it was noted that the shaft of the device separated about 20 to 30 cm from the hub. Everything was removed from the patient¿s body. The procedure was completed with a different device. No patient complications were reported and patient's status was fine.